Event description:
Info received indicates the brake will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician found the brake linkage was worn. The technician used a brake/steer upgrade to repair the stretcher.